Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient wanted to be seen for a reprogramming because he felt his stim wasn¿t working as strongly on one side. Stated he would turn it up all the way and not feel much different. There were no known environmental/external/patient factors that may have led or contributed to the issue. Rep performed and impedance check and found electrodes 8, 9, 10, 11 showing values >10,000. Patient was reprogrammed using the working electrodes. The issue was resolved, patient's weight was asked but unknown, hcp had no further information and no further complications were reported/anticipated.